Event description:
Boston scientific received information that this device had exhibited a benign fault code. The type of code observed is self correcting and demonstrates no impact to critical therapy. No adverse effects reported. Device remains implanted and in service without complications and the error confirmed resolved.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.